Manufacturer narrative:
The investigation determined that the customer obtained lower and higher than expected phenytoin (phyt) results were obtained while processing vitros therapeutic drug monitoring (tdm) performance verifier (pv) quality control (qc) fluids using vitros chemistry products phyt slides lot: 2628-0189-4972 and vitros phyt slide lot: 2628-0189-3547 on a vitros xt 7600 integrated system. The assignable cause of the lower and higher than expected vitros phyt qc results is an instrument related issue. Prior to service actions, vitros phyt results were imprecise and individual results were resulting outside the acceptable vitros range of means (rom). The ortho field engineer went onsite and replaced the iwf z motor as well as performed subsequent adjustments to the iwf subsystem. Following these service actions, vitros phyt quality control results have returned to expectations and no additional lower or higher vitros phyt quality control results have been reported. Furthermore, a historical qc review indicated that the issue of lower and higher than expected vitros phyt results began on (B)(6) 2024 using the previous vitros phyt slide lot: 2628-0189-3547. As this issue has now been observed on two different vitros phyt lots, this further supports that this issue is attributed to less than optimal performance of the vitros xt 7600 integrated system.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower and higher than expected phenytoin (phyt) results while processing vitros therapeutic drug monitoring (tdm) performance verifier (pv) quality control (qc) fluids using vitros chemistry products phyt slides lot: 2628-0189-4972 and vitros phyt slide lot: 2628-0189-3547 on a vitros xt 7600 integrated system. Vitros phyt slide lot: 2828-0189-4972: tdm pvi phyt result of 6.38 ug/ml versus the expected result of 8.6 ug/ml tdm pviii phyt results of 34.64 and 17.86 ug/ml versus the expected result of 27.0 ug/ml vitros phyt slide lot: 2628-0189-3547: tdm pviii phyt results of 15.2 ug/ml versus the expected result of 27.0 ug/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower and higher than expected vitros results were obtained from quality control fluids and were not reported from the laboratory. The customer suspended processing patient samples after obtaining the lower and higher than expected quality control results. There were no reported allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint numbers: (B)(4).